Manufacturer narrative:
H6 : conclusion code (fdc) corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following product was also used in the surgery. Product ID: g8115525; lot #0727514w; quantity: 1. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of lumbar spinal canal stenosis, undergoing a revision surgery due to adjacent segment disease. It was reported that, when crosslink was finally tightened, it was fixed with a gap between it and the rod. There was a risk of back-out after operation, so the product was removed. There were no patient symptoms or complications as a result of this event. There was a delay of less than 60 minutes. The patient condition had been improved. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product had been discarded at the hospital due to blood adhesion. Levels implanted: l1/2/3 date of initial surgery: (B)(6) 2013 type and level of initial surgery procedure: l3/4/5 posterior fusion mdt products used in initial surgery: colorad2 device status reason : never implanted after bending the reported product, placing and finally tightening it, there was a gap between the product and the rod. The product was removed due to concerns from the physician about the fixation. The adjacent segment disease was not related to medtronic's products. It was due to the fracture of adjacent vertebral bodies after treatment. There was no malfunction with the crosslink plate. This product was used in the initial surgery. The adjacent segment disease issue was resolved. The reported product was newly opened for this operation, and the product used for the initial operation was another product of the same model number as the reported product. The unknown colorado ii screw was added to the event with the allegation of loosening. This screw was used in the initial surgery. It was explanted to replace it with a thick screw. It caused/contributed to the adjacent segment disease. It has been discarded in the hospital.